Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function. ·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the nozzle of the gastrointestinal videoscope was clogged. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The nozzle was clogged with foreign material that appeared to be gooey substance. There were few additional findings. Due to wear of grip, deformation of switch box, and crack on the control body, water tightness was lost. Air/water-cylinder and suction cylinder had discoloration. Due to a crack on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to clogging of air/water-tube, water supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for correction. Reporter telephone number updated.